Event description:
The 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory, but could not reproduce the reported problem. The cse inspected the device and replaced the possible related components as a precautionary action. The unit passed extended self testing.